Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse of a customer reported via phone call of being hospitalized for low blood glucose of 33 mg/dl. Customer did not know how to use the bolus wizard and was advised on this feature. Troubleshooting found that the pump is operating as designed. The customer was advised to call back if further assistance is needed and to follow up with their doctor regarding the low blood glucose.